Manufacturer narrative:
This device was successfully replaced, and will be returned to boston scientific for laboratory analysis. At this time there is no additional information. Should additional information become available this report will be updated. Upon receipt at our post market quality assurance laboratory, a review of device memory revealed that the device declared end of life (eol) following a single charge time greater than 30 seconds. The observed rate of battery usage was compared to the expected rate of battery usage and the results indicated the monitoring voltage was normal based on therapy use and programmed settings. It was concluded that this device did not experience premature battery depletion. Rather, the eri to eol time period was shortened due to a higher-than-typical build-up of internal battery impedance. The device was capable of detecting and treating arrhythmias, as the battery itself had sufficient capacity remaining to provide therapy if needed. This issue is discussed in the q1 2010 product performance report.

Event description:
Boston scientific crm received information that during the explant procedure it was observed that this implantable cardioverter defibrillator (ICD) declared elective replacement indicator (eri) back in (B)(6) 2010, and then declared end of life (eol) two months later. The battery voltage was noted as being in middle of life 2, but eri and eol were declared due to long charge times. There were no adverse patient effects reported.